Event description:
Death due to oxygen saturation in fibers of clothing. Rptr is writing as an advocate to create awareness about this volatile situation. The following articles relate to the issue. Re: dear abby article date 3/25/00, "oxygen brings breath of life--kiss of death as well". In the dear abby article, a dr explains that people that are on oxygen are in danger due to oxygen saturation. It appears that the oxygen saturates the fibers of the clothing and when the fabric comes in contact with any source of ignition, the oxygen acts as a catalyst and instantly flame will occur reaching 1500 degrees in split seconds. Rptr recently experienced a personal tragedy when their parent accidently ignited self and instantly went up in flames. Parent, an oxygen concentrator user, had been disconnected from the system for over an hour when tragedy struck. Although a smoker, rptr has learned about oxygen saturation from a knowledgeable paramedic, who explained what may have occurred. Since rptr's parent's incident, rptr has been on a quest to create an awareness campaign on this topic. It is apparent that this type of tragedy is far too common. Rptr has obtained several newspaper articles, from around the country, reporting people accidently catching themselves on fire while on oxygen, and not all are smokers. In a recent meeting with a camp counselor where rptr volunteers, rptr mentioned the incident and asked them to create an awareness alert, since many of the children that attend this facility are on oxygen. Their comment brings everything into perspective; "you mean to tell me, that these kids that are on oxygen, having a wonderful time, could be at risk if they get close to the campfire?" During show they had a demonstration of the standard industry flame test. Rptr asks the demonstrator to saturate the clothing material with oxygen and see the results. Rptr states we all know someone on oxygen and if you ask them if they are aware of the dangers, the answer will be no.